Event description:
I was in day surgery to have three abdominal hernias repaired. A kugel-bard patch was used and I was kept overnight. Immediately after the surgery, I had complications. I could not urinate; I had intense pain in the abdominal area; I was bloated; and I could not have a bowel movement. I was released the next day, but immediately started vomiting at home and felt a pop in my stomach two days later. I was rushed to the ER and kept an additional six days in the hospital. There was redness around the entire area, and I had a fever and intense pain. The drs told me I was very sick, but they were stymied and could not determine what the problem was. I was placed on intravenous and oral antibiotics and continued on the medication for three weeks after being released from the hospital. To this day, I still have redness and pain in my abdomen where the redness originated, and I have shortness of breath. I still have bowel problems, ranging from diarrhea to constipation. My stomach muscles are weakened, and I had to wear a stomach brace for eight months. I have never understood why I had these problems until I recently began checking online to try to determine the cause. It was only then that I learned there was a recall on the hernia patch that was used. No one bothered to inform me that the patch had been recalled. I recently went to my doctor to ask him about the problems I am still having three years after the surgery, and he informed me that the redness is "not that bad." Although he promised to check to see if I have a patch that was recalled, he has not yet returned my calls, and the hospital has not sent me the correct info that I have requested. We are positive that it is a kugel-bard because of the invoice, but we have been unable to determine the size. I was a physically strong man previously, and I have seen the difference in my strength and energy in the past three years. I do not know what to do or where to turn, and I would welcome any suggestions. Dates of use: 2007. Diagnosis or reason for use: hernia.